Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm maverick2 balloon catheter was selected for use to dilate the lesion. However, during preparation, the balloon shaft had snapped in two. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded. Microscopic and tactile examination revealed numerous kinks in the hypotube. The shaft was separated 72cm from the tip of the device. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm maverick2 balloon catheter was selected for use to dilate the lesion. However, during preparation, the balloon shaft had snapped in two. No patient complications were reported.